Manufacturer narrative:
Block a4: weight 49.5 kg. Block h6: imdrf device code a15 captures the reportable event of clip failed to release from the catheter.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the intestinal tract a during procedure performed on (B)(6) 2022. During the procedure, the clip did not deploy when it was attempted to be placed. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on december 19, 2022: it was reported that the clip was able to grasp and lock onto tissue but failed to release from the catheter.

Manufacturer narrative:
Block a4: weight 49.5 kg block h2: additional information: a1 (patient identifier) a2 (date of birth), b5 (describe event or problem) and e1 (initial reporter address 1&2, initial reporter city and initial reporter zip/post code) block h6: imdrf device code a15 captures the reportable event of clip failed to release from the catheter. Block h10: investigation results the returned resolution clip device was analyzed, and a visual evaluation noted that the device was received with the clip assembly attached and the outer-sheath was not returned with the device. Microscopic examination was performed, and it was found that the bottom part of the capsule was damaged. Functional analysis noted that the clip assembly was able to perform the first activation and release the clip assembly. No other problems with the device were noted. The reported event of clip could not be deployed was not confirmed. Investigation found that the device was returned with the clip assembly still attached and it was able to open and close its arms. Additionally, the clip assembly had the bottom part slightly damaged and lifted, this is probably caused by a hit against a hard surface. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the intestinal tract a during procedure performed on (B)(6), 2022. During the procedure, the clip did not deploy when it was attempted to be placed. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the intestinal tract during a procedure performed on (B)(6) 2022. During the procedure, the clip did not deploy when it was attempted to be placed. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Weight 49.5 kg. (B)(6). (B)(4).